Event description:
Since the covid pandemic, hospital purchased personal protective equipment known as powered air-purifying respirators (paprs) in order to care for patients with covid. ICU, pacu, surgery center, operating room and 7b that has been designated as covid patient areas use these devices. It has come to our attention that due to bad design of the battery pack, the clip that latches on to the respirator keeps breaking and causes the batteries to drop. We have several battery packs that need to be replaced but are back ordered by manufacturer with no estimated time of arrival. The manufacturer may need a revision of their design and come up with better securing battery pack.

Event description:
Since the covid pandemic, hospital purchased personal protective equipment known as powered air-purifying respirators (paprs) in order to care for patients with covid. ICU, pacu, surgery center, operating room and 7b that has been designated as covid patient areas use these devices. It has come to our attention that due to bad design of the battery pack, the clip that latches on to the respirator keeps breaking and causes the batteries to drop. We have several battery packs that need to be replaced but are backordered by manufacturer with no estimated time of arrival. The manufacturer may need a revision of their design and come up with better securing battery pack.

Event description:
Since the covid pandemic, hospital purchased personal protective equipment known as powered air-purifying respirators (paprs) in order to care for patients with covid. ICU, pacu, surgery center, operating room and 7b that has been designated as covid patient areas use these devices. It has come to our attention that due to bad design of the battery pack, the clip that latches on to the respirator keeps breaking and causes the batteries to drop. We have several battery packs that need to be replaced but are backordered by manufacturer with no estimated time of arrival. The manufacturer may need a revision of their design and come up with better securing battery pack.